Manufacturer narrative:
Retainer ring: black. Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/ seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut open and inspected. No other visible physical damage or moisture damage noted on the electronic assemblies/motor. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 490 mg/dl. Customer declined to troubleshooting. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.